Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced adhesive failure on (B)(6) 2026, as the infusion set kept falling off the skin. The patient replaced the infusion set. No further information available.